Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a cardioversion and was short of breath. The pulse generator could not be interrogated. There was no information regarding the most recent pacemaker check. No sources of electro magnetic interference could be identified. No additional information available.